Event description:
A malfunction alarm was reported, specifically malfunction code 24. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer performed a reset on their own before contacting technical support. Technical support decided to replace the pump, which is under warranty, and informed the customer that the new pump would have updated software and training available. The customer was instructed on how to put the current pump into storage mode and return it via ups using a return box and pre-paid label within ten days. The customer acknowledged the instructions.